Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 7 (ethanol) was removed from the instrument for sufficient time to complete manual replacement of the reagent at 07:18 am on (B)(6) 2017; and the properties of the corresponding reagent station were reset. The user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 7. These actions occurred prior to commencement of the protocols from which sub-optimal tissue processing was reported. Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "fatty tissue" protocol comprising 100 cassettes, which started in retort a at 15:43 pm on (B)(6) 2017 and completed at 06:30 am on (B)(6) 2017; the "larges - biopsies" protocol comprising 218 cassettes, which started in retort b at 17:57 pm on (B)(6) 2017 and completed at 08:31 am on (B)(6) 2017; and the "same day biopsies" protocol comprising 40 cassettes, which started in retort a at 11:09 am on (B)(6) 2017 and completed at 14:36 pm on (B)(6) 2017. Investigation of this complaint found that the instrument operated within specification during execution of the three (3) protocols from which sub-optimal tissue processing was reported. The reagent in bottle 7 (ethanol), which had measured ethanol concentration of 84% and a calculated ethanol concentration of 99%, was used for the final dehydration step of the protocols from which sub-optimal tissue processing was reported because the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As the minimum final reagent concentration required for ethanol is 98%, use of a reagent at a concentration less than the minimum required for the final dehydration step in a protocol results in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 07:18 am and 07:20 am on (B)(6) 2017, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 7. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 7 (ethanol).

Event description:
On (B)(6) 2017, a leica biosystems field support engineer (fse) was advised by the complainant of a failed biopsy run, for which no error message(s) had been displayed. The complainant described the affected tissue samples as "white and swollen". On 30 november 2017, the leica biosystems histology technical specialist - pathology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottles 5 and 7. The measured ethanol concentration in bottles 5 and 7 was 75% and 84% respectively; and the calculated concentration was 80% and 99% respectively. On 05 december 2017, the complainant advised the leica biosystems histology technical specialist - pathology (fss) that: "...we are still working on several cases that were affected by the inadequate processing. There are a few cases that have been handed out and others are still being reprocessed for specific blocks as required by the pathologists..." No consequences to a patient(s) have been reported to the manufacturer to date. On 12 december 2017, leica biosystems (B)(4) was advised by the leica biosystems histology technical specialist - pathology that the following statement had been received from the complainant "I have not had any feedback regarding a diagnosis not being able to be made".